Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the patient felt a change in coverage as of two weeks ago. The hcp was not going to reprogram the day of the call and just wanted to check impedances. It was reviewed how to check and the hcp noted some contacts were showing as do not use. The hcp was going to make a note of the do not use contacts and send the patient home as they weren¿t going to reprogram the day of the call. The indications for use were non-malignant pain and occipital neuralgia.